Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had an over infusion. After further follow up with the customer, it was reported there was likely a programming error and they are requesting a log review. There was patient involvement however, no patient harm

Manufacturer narrative:
Omit: a26 - insufficient information (3190), c20 - no findings available. Additional information: reason code for no evaluation - if other specify, imdrf annex a, b and c codes. H3 other text : no devices received, log review only.

Event description:
It was reported that a pump module had an over infusion. After further follow up with the customer, it was reported there was likely a programming error and they are requesting a log review. There was patient involvement however, no patient harm.